Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the rf (radio-frequency) head connector needed to be wiggled/held in order to interrogate/program. Initial boot up was also slow, and the keyboard needs repair. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the link electronic module (lem) circuit board had a loose rf connector, as a result the lem board was replaced and calibrated. It was confirmed that the boot up was slow and the keyboard was damaged, as a result the software was reconfigured and reloaded and the keyboard was scrapped. It was also noted that the lower case was damaged, the floppy disk was inoperative and the system fan was noisy.